Event description:
A 6f angio-seal sts plus vascular closure device was deployed successfully in the left femoral. Hemostasis was achieved with the angio-seal device. Thirty seconds after hemostasis, a significant hematoma appeared and the patient went into hemorrhagic shock. A procedure was performed immediately for treatment of the pseudo-aneurism.

Event description:
A 6f angio-seal sts plus vascular closure device was deployed successfully in the left femoral. Hemostasis was achieved with the angio-seal device. Thirty seconds after hemostasis, a significant hematoma appeared and the patient went into hemorrhagic shock. A procedure was performed immediately for treatment of the pseudoaneurysm and closure of the puncture site.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.